Manufacturer narrative:
Internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer initially reported complaint for test strip not reading the blood. Customer was using lot number mw3335s, manufacturer's expiration date of 11/28/2020, open vial date of 08/18/2019. During the call, the customer performed a blood test using a new vial of test strips and obtained a result of 31 mg/dl fasting; customer stated the result was too low. Customer had used test strip lot number mw3444s, manufacturer's expiration date of 01/30/2021, open vial date of 08/23/2019 for the test performed during the call. Both vials of test strips were stored according to specification in the bedroom. The customer's expected fasting blood glucose test result range is 105 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 15-may-2020: h6: updated FDA's method code. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4) meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer initially reported complaint for test strip not reading the blood. Customer was using lot number mw3335s, manufacturer's expiration date of 11/28/2020, open vial date of (B)(6) 2019. During the call, the customer performed a blood test using a new vial of test strips and obtained a result of 31 mg/dl fasting; customer stated the result was too low. Customer had used test strip lot number mw3444s, manufacturer's expiration date of 01/30/2021, open vial date of (B)(6) 2019 for the test performed during the call. Both vials of test strips were stored according to specification in the bedroom. The customer's expected fasting blood glucose test result range is 105 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The meter memory was reviewed for previous test result history: result 1: 31mg/dl, date: (B)(6) 2019 time: 3:51pm, fasting. Result 2: 134mg/dl, date: (B)(6) 2019 time: 9:21pm, non-fasting. Result 3: 138mg/dl, date: (B)(6) 2019 time: 8:22am, fasting. Result 4: 140mg/dl, date: (B)(6) 2019 time: 7:50pm, non-fasting. Result 5: 187mg/dl, date: (B)(6) 2019 time: 1:09pm, non-fasting.